Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. No unexpected bolus delivery noted during our testing. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump had a small crack on the battery tube threads. The download history file shows: on (B)(6) 2016 blood glucose of 6.1mmol/l, food intake: 0 grams and an estimate of 0.00u. On (B)(6) 2016 blood glucose of 6.1mmol/l, food intake: 15 grams and an estimate of 1.20 u. A normal bolus of 1.20 units that was programmed and delivered. The button event file was overwritten. Unable to verify if customer manually programmed the bolus on (B)(6) 2016.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump delivered insulin that was not programmed. The blood glucose reading was 1.7 mmol/l. The customer was treated at the hospital and the blood glucose reading brought up to 13.5 mmol/l. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The insulin pump will be replaced and returned for analysis.